Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU), valve migration and valve malposition requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Obstruction of the left ventricular outflow tract can be caused by patient factors (lack of calcium in the annulus, septal bulge) or procedural factors (inaccurate positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the valve migration and subsequent lvot obstruction is unknown but may be related to patient factors (mild annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve in an 80:20 aortic position, the valve migrated to a 50:50 position. After the esheath was removed a drop in the patient's blood pressure was noticed. Toe showed the valve had migrated to the lvot due to the lack of calcium to hold the valve in place. The patient arrested and CPR was administered. The patient was then converted to ECMO but went into ventricular fibrillation and was shocked twice. The team then decided to convert to emergency surgical aortic valve replacement surgery. The patient was placed on bypass; however, the cross-clamp caused an aortic dissection, which was unable to be repaired successfully. The patient expired during the procedure. The patient¿s annulus measured 595mm² and the patient had mild annular calcification (only two small nodules on the leaflets).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).